Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed to resolved occlusion alarms. Blood glucose ranged from 200-300s mg/dl. Insulin injections/correction boluses were administered to address bg. Pump system check performed with the current pump supplies and no device issues were identified. Cause of past occlusions could not be determined.